Event description:
An aeon+ handle short was used with an aesr45p reload in a wedge resection performed on (B)(6) 2023. During the last firing the surgeon heard a "pop" when attempting to retract the handle and it would not move. The lexington representative on site instructed the surgeon to jiggle the trigger and retraction knob. After several attempts, the surgeon was still unable to retract. He ended up dissecting around the left side of the reload to free it. Tissue was cut from the jaws of the reload without causing further harm to the patient or additional bleeding.

Manufacturer narrative:
After investigation, the level one root cause for being unable to retract was determined to be the leaf stack buckling out the side of the reload. This buckling of the leaf stack was likely a result of excessive force at the end of the reload. This excessive force is also indicated by the two broken rack teeth. The position of the broken teeth and the position of the buckled leaf stack is at the end of the reload, which indicates this force was likely not a result of tissue thickness, but a result of force exerted by the surgeon at the end of firing. The surgeon should stop squeezing the trigger when the end of the reload is reached as stated in the instructions for use 900299 section 2.3.6. Therefore, the level two root cause was user error.